Event description:
Event description guidant received information that this device exhibited ventricular oversensing and inhibition. According to the caller, the patient had an adapter which was removed resulting in resolution of the oversensing and inhibition. They did not have information regarding the type of adapter. The ventricular impedance has risen since the adapter was removed but thresholds have remained stable.